Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic problems"), fatigue ("tiredness"), bone disorder ("bone problems") and headache ("headaches"). The patient was treated with surgery (essure removal). At the time of the report, the allergy to metals, pelvic discomfort, fatigue, bone disorder and headache outcome was unknown. No causality assessment was provided for essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic problems"), fatigue ("tiredness"), bone disorder ("bone problems") and headache ("headaches"). The patient was treated with surgery (essure removal). At the time of the report, the allergy to metals, pelvic discomfort, fatigue, bone disorder and headache outcome was unknown. The reporter considered allergy to metals, bone disorder, fatigue, headache and pelvic discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic problems"), fatigue ("tiredness"), bone disorder ("bone problems") and headache ("headaches"). The patient was treated with surgery (essure removal). At the time of the report, the allergy to metals, pelvic discomfort, fatigue, bone disorder and headache outcome was unknown. The reporter considered allergy to metals, bone disorder, fatigue, headache and pelvic discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.